Event description:
It was reported that the patient started having redness, swelling and soreness near the pocket starting around 3-4 days prior to report. The healthcare professional planned to flush out the pocket and close it back up. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional via a company representative. The pump was replaced in (B)(6) 2015 and since then the patient has had issues with wound healing and dehiscence intermittently. On (B)(6) 2015, the patient presented to the emergency room with a small open area (less than a dime sized) at the lateral end of the pump pocket incision site. The patient experienced erosion of the skin over the pump pocket. The patient was afebrile. There was no discharge from the open area or other signs of infection. The initial wound culture and smear from (B)(6) 2015 showed no organisms on gram stain. The final culture showed e-coli and staph aureus. The blood culture was negative. The pump was explanted on (B)(6) 2015. The patient was on IV (intravenous) ancef. The pump was removed from the left side of the abdomen and a new pump with new drug was placed on the right side of the abdomen. A new proximal segment of catheter was utilized from the existing spinal segment to the new pump. Both the old and new pump was programmed to deliver lioresal 2000mcg/ml at a dose of 1511mcg/day. The lot numbers were not available. Other medications that the patient was taking at the time of the event included: ditropan, keppra, singular, albuterol, effexor, terbutaline, and colace. Medical history included an iodine allergy and a diagnosis of depression. The issue was resolved the patient's status was reported as "alive - no injury."

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).